Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The provided trend data was acquired from (B)(6) 2020 to (B)(6) 2021. The analysis showed an initially varying pacing impedance between 750 ohms and >3000 ohms during ans subsequently a permanent increase to >3000 ohms. The analysis of the available screenshot of a real time ECG from (B)(6) 2021 demonstrated the ra, rv and lv channel. Intrinsic beats were sensed on the lv channel. Signal from the atrial and right ventricular channels were visible on the left ventricular channel but they were not sensed. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Loss of capture of the lv lead was diagnosed. The patient was hospitalized. The affected lv lead was explanted and a new lv lead was implanted. The pulse generator was reprogrammed to dddr 60/min, lv lead to 3.0 v / 0.4 ms and sensitivity 1.6 mv.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.